Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was explanted because of connector problems. Further information indicated that both leads had damaged insulation.